Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient was admitted to the hospital after undergoing a trial implant procedure due to foot pain and weakness in his lower leg and foot. Patient was observed in the hospital and the issue resolved on its own. Patient was later discharged to home.